Manufacturer narrative:
Insulin pump alarmed with a compromised force sensor during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor alarm. Pump had cracked reservoir tube lip and minor scratched display window.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was sticking out. It was reported that damage may have been due to insulin pump dropping. Customer's blood glucose was in the high 50 mg/dl and low 60 mg/dl. Customer was advised that insulin pump would need to be replaced.